Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the patient line of the homechoice cassette and the transfer set, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between the patient line of the homechoice cassette and the transfer set which resulted in the leak that led to this alarm. The patient reported that they had accidentally pulled on the patient line "hard" and then noticed that the connection of the transfer set to the patient line was wet and loose. Renal therapy services (rts) assisted with ending therapy and advised the patient to contact their nurse regarding missed therapy. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.